Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve and a bactiseal catheter were implanted on (B)(6) 2024. On (B)(6) 2024, the patient had abdominal infections and the distal catheter was tunneled out at the abdomen. Once settled a new distal catheter was placed under laparoscopic guidance and tied to the existing valve (valve unchanged). On (B)(6) 2024, the patient presented with enlarged ventricles, headaches and a non-functional valve. Valve appears to have broken at the junction of siphonguard. Therefore, the valve and the catheter were explanted and replaced with an evd on (B)(6) 2024. According to information provided, the infection cause and treatment are unknown. The health history of the patient is also unknown. The patient recovered.

Manufacturer narrative:
The bactiseal catheter was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to the length of the catheter being too long or an issue when implanting the catheter causing it to kink. The possible root cause for the ¿infection¿ reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.